Event description:
No further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. G2: australia. Review of the most recent repair record determined the ratchet would not fit into the mesher base; damaged ratchet handle and comb. The comb, bottom roll, ratchet gear, and spring pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the skin graft mesher ratchet unable to fit into mesher. Visible damage seen inside ratchet head. Skin graft carrier comb is damage with visible dent. No adverse events were reported as a result of this malfunction. No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report initial reporter telephone (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.